Event description:
It was reported that during the use of the tip in the function of cutting with the pedal, the image disappeared of the monitor, according to orientation the cabinet and the coblation were connected in different networks, but it did not work. The hdmi and bnc cables were changed and the recording on the capture card was interrupted, so the tip worked normally. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence as it is possible that other electrical equipment caused interference if the equipment was positioned near the system.